Event description:
A pt gravida 2, para 2 with a complicated history over the last year in regards to a symptomatic cystocele and rectocele. She underwent an anterior repair with perigee graft and monarc tot in 2006, and subsequently had urinary retention with pyelonephritis and ended up needing a revision of her perigee graft and had her tvt-o loosened as well. She subsequently had significant discharge and some vaginal bleeding after her surgery and was found to have graft erosion that was not resolved after attempted repair in the office. In 2007, she subsequently went for excision of the perigee graft in the operating room, and at the same time had a rectocele repair concurrently with a posterior enterocele repair. Since that time, she continues to have increasing discharge and was found to have a persistent erosion of the perigee graft in her vagina. She was counseled by her provider that she would further required surgical treatment, and presents today for eval. Her stress urinary incontinence is significantly improved - she occasionally leaks both with and without activity, but has difficulty differentiating it from her blood-tinged discharge. On couple of occasions, she has had difficulty controlling a significant amount of urine loss not associated with stress or significant urge symptoms. Operative report from 11/05/07 preoperative diagnoses: erosion of vaginal mesh. Recurrent stress urinary incontinence. Postoperative diagnoses: erosion of vaginal mesh. Recurrent stress urinary incontinence. Operation performed: excision of vaginal mesh. Autologous pubovaginal sling. Cystoscopy. Anesthesia: general per endotracheal intubation. Estimated blood loss: 150 ml. Fluids: 2 liters of crystalloid. A time out was completed, verifying correct patient, procedure, site, positioning, and implant-s- or special equipment. Indications for procedure: chronic vaginal discharge with mesh erosion. Recurrent stress urinary incontinence. Findings: the pt was found to have a 2 x 3-cm exposed area of mesh in the anterior wall just left of midline consistent with an erosion perigee. The bladder was normal at the beginning and at the end of the procedure per cystoscopy. Procedure: the pt was taken to the operating room and placed under general anesthesia. She was placed in the dorsal lithotomy position in yellowfin stirrups and prepped and draped. The above findings were noted. The anterior wall was infiltrated with 7 ml of pitressin solution, 20 units, and 50 ml of normal saline. The mesh was grasped with sharp and blunt dissection. The mesh was freed with difficulty from anterior vaginal wall to the level of the obturator internus muscles bilaterally. The mesh was then excised. Palpation showed really no mesh palpable on the pt's right side. The arm of the mesh was palpated on the left side again where it appears through the obturator internus muscle far from the midline vaginal incision. At this time, cystoscopy was performed which was normal. The 2nd team made a low transverse incision abdominally and harvested a 2 x 8-cm fascial graft. This was tagged on each end with 2-0 pds vaginally. The periurethral area was dissected, and the space of retzius was entered. With the use of mcguire needle passers, the sling was placed. It was tagged to the midline at the urethrovesical junction with 3-0 vicryl. Following irrigation, the anterior vaginal wall was then closed with a running 2-0 vicryl. The abdominal incision fascia was closed with a 0 pds. The sling was then tied over the midline with a 2-cm gap for loose placement. The subcutaneous fat was irrigated. The skin was closed with 4-0 monocryl. A transurethral foley was left in situ. Following placement of the sling, a 3rd cystoscopy was performed which again showed both ureters to efflux and no foreign body in the bladder. A transurethral foley was then replaced. Vag pack was placed. The pt was awakened and transported to the recovery room in stable and alert condition. Complications: none. Dates of use: 2006 - 2007. Diagnosis or reason for use: pelvic organ prolapse, stress urinary incontinence.